Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead provocation testing was performed and the noise was not reproducible. The physician elected to perform no further intervention to resolve the event. The patient was in stable condition and will continue to be monitored.